Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer requested assistance turning the auto-off feature off. Tandem technical support guided the customer through turning the feature off. Customer had elevated blood glucose(bg) levels (290 mg/dl). Customer delivered a bolus to bring bg levels to target range.

Manufacturer narrative:
The t:flex user guide states, "your t:flex pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off."